Event description:
The customer reported that the ventilator went to unknown restart while on patient. The manufacturer's service technician was unable to duplicate fhe reported problem or restart occurrence during testing. The manufacturer service tech replaced the power switch as a precautionary measure. Performance verification testing was completed and passed per operating specifications.

Manufacturer narrative:
The power switch was replaced as a precautionary measure.